Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator was unable to fill the access pressure pod during a routine hemodialysis treatment. The arterial line was observed to be clotted. Rinseback was not performed resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to clotting of the extracorporeal circuit. The disposable cartridge was not available for eval. It cannot be determined why the operator was unable establish blood flow thru the arterial line and access pressure pod. The user's guide includes a warning that the risk of blood clotting in the cartridge and filter increases during long treatments, when blood flow stops, and when no anticoagulation is used. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional info will be provided.